Event description:
It was reported that the pt was in clinic with a loss of therapeutic effect when the stimulation is turned on. It was noted that the pt's loss of stimulation took place "approx two months ago." The pt indicated that a "prickly feeling at pocket" was also experienced during this time. For a period of time, prior to this loss of therapeutic effect, the pt noted intermittent stimulation that would "come and go, with movement." There was no known related incident or accident reported. An x-ray of the system was done with "nothing remarkable" seen. A revision was planned for (B)(6) 2010. No further pt symptoms or outcome were provided. It was also reported that impedance readings were greater than 10000 ohms - all pairs showing greater than 10000 ohms. Group impedance was greater than 4000 ohms. Additional info was requested, but not provided at the time of this report.

Manufacturer narrative:
(B)(4).